Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced chronic uterine bleeding, abdominal and pelvic pain, pallor, mesh erosion, dyspareunia, bleeding after intercourse, and stress urinary incontinence. A cystoscopy, insertion, and removal of bilateral urethral stents and a revision of the mesh were performed.